Event description:
The disposable loading unit was used with an disposable stapler during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the cartridge broke and the knife disengaged. The surgeon completed the procedure with another instrument. No pt injury reported.